Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cannula wing tab. Based on the condition of the returned unit, it is possible that the cannula damage occurred during manufacturing or as a result of customer handling. However, the exact root cause could not be determined.

Event description:
Procedure performed: unknown event description: [surgeon name redacted] used one of the threaded 11mm ports and unfortunately, the clip at the top of the port, where the white seal house attaches, snapped off. Patient status: no patient injury has been reported.

Event description:
Procedure performed: unknown. Event description: [surgeon name redacted] used one of the threaded 11mm ports and unfortunately, the clip at the top of the port, where the white seal house attaches, snapped off. Patient status: no patient injury has been reported.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.